Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. There was no moisture damage on the electronics assembly. The displacement, basic occlusion, occlusion and priming tests were all unable to be performed and the excessive no delivery alarm was unable to be verified due to button error alarm.

Event description:
Customer reported via phone call button error alarm, no delivery alarm and high blood glucose levels. Customer's blood glucose level was 415 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated themselves via manual injection. Customer was sweaty and discussed using different sites with a healthcare professional in regards to their high blood glucose levels. Customer advised there was a drop of blood that came out at their site. Customer advised insulin squirted out of the tubing during a set change and they received a no delivery alarm. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions. Troubleshooting for button error was performed. Customer advised they were able to clear the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.